Event description:
It was reported that when the vision package was opened and the device was pulled out of the plastic hoop, it was noted that the stent was dislodged from the stent delivery system (sds) balloon. The device was then changed for a new one. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause of the reported stent dislodgement cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial medwatch report, additional information reported that the dislodged stent was found in the packaging.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.